Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) returned two extensions and the implantable neurostimulator (ins) for analysis on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the cause of the issue was that during the ins implant procedure "the connections got loose." The patient stated the revision had been performed and the new ins was working. No further complications were reported or expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. Analysis of the ins (serial#: (B)(4)) found the battery had reduced capacity due to overdischarge. Analysis of the two leads (serial#'s (B)(4)) found that the extension body was cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708140, serial # (B)(4), implanted: (B)(6)2007, explanted: (B)(6) 2017, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type extension.

Event description:
Additional information was received from a patient via manufacturer representative. It was reported that the patient had their implantable neurostimulator (ins) replaced in (B)(6) 2016. During post-implant impedance checks, electrode 12 was found to be out of range, which matched the pre-operative state of impedances. At some point post implant, the patient reported that they were unable to feel stimulation. When impedances were checked, all 16 contacts exceeded 10,000 ohms. The patient was scheduled for lead revision on (B)(6) 2017 and since they hadn¿t charged their battery, no impedances were able to be run pre-operatively. During the procedure, the ins was disconnected and the extensions were attached to a multi-lead trialing cable (mltc) to check impedances and all 16 contacts were outside of normal limits. The extensions were then removed and the mltc was attached to the lead. Impedances were ran and all were within normal limits. Two new extensions were implanted, as well as a new ins and all impedances were still within normal limits. The patient was programmed post-operatively and reported feeling stimulation in the painful areas. It was noted that the physician cut the extensions when removing them; they didn¿t want to pull the extension through the skin in order to avoid any situation where a contact would come off in the tissue. Both pieces of each extension and the old ins were going to be returned for analysis. The issue was resolved. No further complications were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient stated she had her implantable neurostimulator replaced due to normal battery depletion. She reported that since the replacement she could not get the device to work. The patient reported she tried turning it up high but she could not feel anything. The patient programmer showed the device was on. The patient later reported through follow up that she met with the representative and he could not get the new battery to work. It was also noted that the doctor could not find any disconnections in the system. The patient reported the representative and the doctor are trying to get someone to replace the entire system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.